Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5034 implantable pacing leads (B)(6) 1997; 4004m58 implantable pacing leads (B)(6) 1991; 401258 implantable pacing leads (B)(6) 1991; 4016 implantable pacing leads (B)(6) 1991. (B)(4).

Event description:
It was reported that the patient developed a systemic infection. Vegetation and distal tips of leads were removed in open heart surgery and the lead bodies and implantable pulse generator (ipg) were explanted the following day in the cardiac catheterization lab. A week later the pacing system was replaced. No further patient complications have been reported as a result of this event.